Event description:
It was reported that the knobs of the colonovideoscope were very stiff during a diagnostic colonoscopy resulting in a procedural prolongation of 30 minutes or greater. The procedure was completed using a backup device with no reports of further patient harm.